Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The information stated the patient's pupil "got twisted by the lens". It was later reported that there was a pc-tear. If is unknown when the pc-tear occurred. A sizing guidance is provided in the IFU (instructions for use) for this lens model. The company lens is designated for use with anterior chamber diameter 12.0-1.4. No further information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported that during a cataract extraction with intraocular lens (iol) implant procedure, the patient's pupil got twisted by the lens and the doctor couldn't position to change so he removed it and referred patient to retina specialist. The patient was diagnosed with torn capsule. The patient symptom was resolved, and patient was not hospitalized. No further information available.